Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they went to emergency room due to high blood glucose. The customer's blood glucose level was unknown. The customer reported that insulin pump was not giving insulin. The devices will not be returned for analysis.